Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Caller received guidance from customer technical support to perform several troubleshooting steps, including disconnecting tubing and delivering boluses. The customer changed pump supplies to address the issue.